Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received that the product was retained by the hospital pathology department. The return of the product is not expected.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one week post implant. It was reported that the patient had severe tricuspid regurgitation. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.